Manufacturer narrative:
Event date is approximated since unknown.

Event description:
It was reported that the patient has chronic pain. On (B)(6) 2003, the patient was implanted with a greenfield vena cava filter (gvcf). At an unknown time, the patient reports she suffered debilitating injuries from the vena cava filter including chronic pain.

Event description:
It was reported that the patient has chronic pain. On (B)(6)2003 , the patient was implanted with a greenfield vena cava filter (gvcf). At an unknown time, the patient reports she suffered debilitating injuries from the vena cava filter including chronic pain. It was further reported there was a tilt of the gvcf and a perforation occurred.

Manufacturer narrative:
Event date is approximated since unknown.

Event description:
It was reported that the patient has chronic pain. On (B)(6) 2003, the patient was implanted with a greenfield vena cava filter (gvcf). At an unknown time, the patient reports she suffered debilitating injuries from the vena cava filter including chronic pain. It was further reported there was a tilt of the gvcf and a perforation occurred. It was further reported that an abdominal computed tomography (CT) scan performed on (B)(6) 2017 indicated that the gvcf was severely tilted approximately 12 degrees. Perforation of the struts was identified beyond the wall of the inferior vena cava (ivc) into the retroperitoneal space. There was also suggestion of migration of the filter given at the apex and the filter was located proximal 1 cm above the lowest renal vein.